Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: needle did not retract. Patient/hcp/user impact: none.

Manufacturer narrative:
Investigation results: the complaint that the needle did not retract was confirmed and the cause appeared to be manufacturing related. One 20g insyte autoguard device from lot 4198873 was provided for investigation. Misplaced adhesive was identified on the device, which prevented the safety mechanism from being activated. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.